Event description:
Malfunction: bed problem. The system operator reported that the surgical bed would not move in the z-axis. Additional follow-up information received; the operator stated that no patients were injured by this event.

Manufacturer narrative:
Determination of root cause: assessment: the refractive support manager (rsm) reported to territory manager (tm) the swivel would not move in the z-axis. The rsm resolved the issue by pressing auto-out and then auto-in. During the onsite investigation, the tm confirmed the bed stops operating in z-axis and replaced bed control box and recalibrated joystick control to address the issue. He also successfully completed a system verification to specifications. Manufacturing investigation confirmed the error and sent to bed control box back to the supplier for repair. There is no report of patient/user harm related to this issue. Conclusion: based on the results of the investigation, the root cause of the event was a faulty bed control box. (B) (4). (B) (4). (B) (4).